Event description:
This is report 3 of 4. It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Dianeal therapies were ongoing. On the same date as onset of peritonitis, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient was treated with cefoxitin (0.125 mg/ml daily, intraperitoneally) for fourteen days for peritonitis. Ten days after hospitalization, the patient was discharged. The cause of peritonitis was unknown. At the time of the report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers 13f12h25 and 13g11h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as complaints (B)(4).